Event description:
It was reported to philips that the system was not responding properly. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not responding properly (slow response). Review of the log files shows lateral ippc problems and an alert "image processing malfunction¿ and "connection with flexvision pc is lost¿. Rse suggested to troubleshoot ippc clarity and 3 disks along with the flexvision pc. To resolve the issue, fse replaced hard disk and reinstalled software. Replaced the flexvision and set the tsm (touch screen monitor). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.